Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump "loses 2-3 minutes every week". Customer declined troubleshooting with tandem technical support. The was no impact to customer's blood glucose level.